Event description:
It was reported the pt's son had told the sjm rep the pt had died in (B)(6) 2012. An online search found the date of the death, but no cause of death. The cause of death was unk. A search of the device MFR's sys did not find any complaints regarding the pt.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.